Event description:
It was reported that a vena cava filter was placed successfully two months ago in preparation for a gastric bypass procedure. The approach was jugular. Placement was infrarenal. Films taken two days after placement indicate that the filter was located where it had been placed with no tilt or migration. When the physician went to do a scheduled retrieval of the filter, it was found that one arm had allegedly migrated 1cm caudally and had one arm upright that reportedly appeared to be fractured and separated. The pt was asymptomatic. The physician retrieved the filter successfully but the arm allegedly migrated to the heart and then the lung. The pt is currently asymptomatic and the physician has no plans to retrieve the filter arm. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The investigation is currently underway.